Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient was hospitalized for a week in (B)(6) 2010 for pain and underwent procedures in (B)(6) 2010 to remove pieces of mesh that were protruding from the body. She underwent a laparoscopic procedure in (B)(6) 2011 to find the cause of the pain and additional mesh was removed at this time. The patient had a fourth procedure in (B)(6) 2011 to remove all of the remaining mesh, except for those parts that were intertwined or attached to ligaments. It was reported that the patient continues to experience pelvic pain, vaginal bleeding, colitis, recurrence of prolapse, mesh erosion, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bowel problems, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, dyspareunia, infection, vaginal discharge, dysuria, and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent dilatation and curettage, hysteroscopy, revision of vaginal graft, excision of vulvar lesion on (B)(6) 2010 by dr. (B)(6) due to postmenopausal bleeding, plus vaginal graft exposure/ complication and vulvar melanosis.

Event description:
It was reported that the patient underwent dilatation and curettage, hysteroscopy, revision of vaginal graft, excision of vulvar lesion on (B)(6) 2010 by dr. (B)(6) due to postmenopausal bleeding, plus vaginal graft exposure/ complication and vulvar melanosis.